Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.

Event description:
Related manufacturer report #: 2017865-2024-33603 new information received notes the patient was not dependent, was asymptomatic and presented in hospital for a generator change. Noise, oversensing, low pacing impedance and an insulation anomaly was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2024 and replaced. The patient was stable before, during, and after the procedure.